Event description:
It was reported that during the revision it was identified that the poly surrounding the post broke but the post remained in place.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed via review of the provided photographs. Method & results: -device evaluation and results: the device was not returned for evaluation however photographs were provided for review. The photograph shows a recently explanted insert. Blood and biological matter is visible on the device. The post is fractured. The event is confirmed. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the device was not returned for evaluation however photographs were provided for review. The photograph shows a recently explanted insert. Blood and biological matter is visible on the device. The post is fractured. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as return of the device and primary operative reports are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during the revision it was identified that the poly surrounding the post broke but the post remained in place.